Manufacturer narrative:
(B)(4).

Event description:
Per the event logs, there was a motor stall and motor stall recovery on (B)(6) 2011. Another motor stall occurred on (B)(6) 2011 with no motor stall recovery recorded. As of (B)(6) 2011, the elective replacement indicator was 8 months. The pump contained morphine and dilaudid. The pt experienced withdrawal. Specific symptoms of withdrawal were not reported. Pump replacement was being considered.